Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient and the wds was inserted. The closure device was deployed in the laa, but did not meet release criteria. A partial recapture was performed and the was kinked during this process. The was removed from the patient and a new was used to complete the procedure successfully. There were no other complications that were reported.